Event description:
The patient reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be rescheduled.